Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head is unable to display image. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. During the evaluation, a cut on the cable was found. The reported issue of no image was confirmed due to a faulty charge coupled device (ccd). In addition, the serial plate was found faded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to a faulty ccd. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.